Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had primary tha done years ago. On (B)(6) 21, for the reason of multiple dislocations, patient received a constrained liner from a different manufacture along w/a ds head exchange on the implanted corail stem. (Der was filled) recently, the patient fell. Post that event, it was noted that the ring from the constrained liner (different manufacture) had become dislodged & was sitting on neck of stem. Surgeon decided to revise the cup to a ds mh gription shell along w/a pinnacle dm liner & another ds ts ceramic head liner. No surgical delay. Doi: (B)(6) 2021. Dor: (B)(6) 2021, left hip.